Event description:
Evar attempted on the (B)(6) 2013 in an off label case with neck angle well above 90 degrees and severe tortuosity in the right common iliac artery. Off-label info was documented on the sizing sheet. The main body delivery system was introduced on the left side however could not reach the target area in the neck due to severe iliac and neck tortuosity and a large 8cm sac. The device took the longest path on the outer curve of the sac. External manual manipulation helped a little but not enough to get device high enough in the anatomy. The interventional radiologist tried to re-introduce a lunderquist wire on the right side to straighten anatomy in the neck, it was during this that the right common iliac artery was ruptured. This artery was extremely tortuous with a double hairpin bend in it. The pt underwent a successful open repair and was returned to ICU. The hosp reported that the pt had expired on the (B)(6).

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was mfg and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. The risks associated with this case were understood before proceeding. The decision was made to attempt endovascular repair which was unsuccessful due to pt pre-existing conditions. The root cause of this event was the pt's extremely tortuous anatomy which affected the path the delivery system took through the vessels in this off-label case. There is no info to suggest a device malfunction.